Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a common femoral artery was achieved using a perclose proglide device. Reportedly, five days after uneventful arteriotomy closure, the patient developed a cold leg. Angiography revealed the vessel was occluded at the access site. Via a contra-lateral approach, percutaneous transluminal angioplasty was used to open the occlusion. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.